Manufacturer narrative:
The reported event of the inability to send transmissions remotely was confirmed. Based on the information provided, it was determined that the user was using a phone that is not compatible with the mymerlin application.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. No intervention was performed. There were no patient consequences reported.